Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly for additional information. Despite reasonable attempts, five(5) by phone, no additional information had been provided. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 01-jul-2019 and installed at the customer's site on 03-oct-2019. A lumenis service engineer visited the site seven (7) days after the reported event and replaced the pyro board. Initialized the instrument with no errors. Topped off coolant, ran calibrations and self-tests with no errors. After speaking with gso the engineer returned and adjusted capacitor voltage as instructed and updated the software. Performed operational and safety tests, and the system was returned to the facility having met manufacturer specifications and safe/ready for use. A review of system risk files (1124690 rev ak) revealed risk #2.4.2; system failure which have the potential to lead to ineffective treatment which may require prolonged procedure -or- re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. According to the gso expert, the error massage was an intermittent issue due to misalignment of the pmcu board. Wear could have likely played a role in this failure of the pyro board. Therefore, no additional corrective or preventive action is determined necessary. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a procedure in which a lumenis pulse 120h laser was being utilized, the system stopped working. Unable to continue with the system an alternate device was brought in to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.